Event description:
Event description guidant received information that this pacemaker patient experienced a ventricular tachycardia (vt) episode. The patient was externally defibrillated out of the arrhythmia on the first shock. The patient went into vt several times during the night. The pacing system was interrogated the following morning as the ventricular lead was unable to capture the myocardium. The patient's escape rate was from the low forties to mid fifties. Though cardiac enzymes and electrocardiogram were negative for tissue damage, the lead displayed increased threshold measurements and decreased r-wave amplitude and impedance measurements. P-wave measurements were unable to be obtained on the atrial lead as the patient was in atrial fibrillation. Six days later, the patient was successfully upgraded to an implantable cardioverter defibrillator.